Event description:
It was reported that a 14 amplatzer septal occluder for implant on (B)(6) 2025 using a 7f amplatzer trevisio intravascular delivery system. During the procedure it was noted that there was difficulty advancing the cable from the connection of the loader to the delivery sheath. During implant the left atrial disc of the occluder took on a cobra shape. An attempt was made to re-deploy the occluder, however the cobra shape remained. The occluder was wiggled but did not return to its original shape. After 10 minutes the decision was made to remove the occluder from the patient and replaced with a new non-abbott device. The occluder was not released from the delivery cable. There were no interactions with cardiac structures. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of advancement difficulty of the device through the delivery system and device deformity was reported. Three still images and one video were received from the field showed the device to be in cobra-like deformation. The device was returned to abbott for investigation and the device met dimensional and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported advancement difficulty and device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.